Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported issue. The fse replaced the graphic user interface (gui) printed circuit board (pcb) to resolve the issue. The device then passed all testing.

Event description:
It was reported that a ventilators upper display was malfunctioning. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.